Event description:
On (B)(6) 2012, the patient claimed she awoke in the morning with a blood glucose reading of "515 mg/dl" and was feeling "icky." She came off of the subject pump and started her back-up plan (insulin via syringe). Reportedly, the patient has been sick, had hip surgery and allergies. At the same time, her program basal and bolus history allegedly was not correct. During troubleshooting, the patient indicated the time/date was correct. There was no product misuse or power loss issue. The subject pump was not exposed to any x-ray. This complaint is being reported due to the alleged incorrect programmed basal and bolus history issue and because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. A review of the alarm history indicated a ''replace cartridge'' alarm occurred at 4:39 pm on (B)(4) 2012 and two occlusion alarms occurred on (B)(4) 2012. The prime history indicated that the pump was not primed after the cartridge alarm until 9:37 pm on (B)(4) 2012. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.